Manufacturer narrative:
The needles were returned for investigation. The observed "small amount of burned tissue" was present on the needle shaft. The needle was sent to a lab to scrape the shaft of the contents and for slide preparation for histopathology analysis. According to the pathologist report it was concluded that the sample taken from the shaft "is consistent with tumor cells and cellular and necrotic debris, both showing evidence of damage from cryoablation, and abundant anthracosis pigment." The pathologist report further concludes "the reason for the adherence of the material to the needles may be associated with the heavy level of anthracosis pigment seen associated with the cells; anthracosis is seen in patients exposed to airborne carbon materials such as smoking, coal mining or working in heavily smoky conditions. The anthracosis pigment may have made the tissue adhere to the needle in this patient. Also, if the tumor had any areas of necrosis prior to the procedure, this material may been more readily exfoliated and adhere to the needles more easily than non-necrotic tissue. The type of tumor cells could not be determined from this sample but tumors with an increased portion of cells of a glandular or secretory nature may produce extracellular matrix that would increase the likelihood of the material adhering to the needle. The burned appearance of the material is considered due to the larger amounts of black pigment (anthracosis) within the material and not to actual burning or charring of the tissue." There were no alleged malfunctions with the needle; therefore functional testing was not conducted. Based on the analysis above, galil medical concludes that the "burned tissue" is consistent with the patient's extensive tobacco history as confirmed with the physician.

Event description:
During the testing cycle in preparation for a cryoablation procedure it was noticed that the needles did not form an oval ice bulb, ice was lumpy. Since ice was forming, it was decided to continue with the case. During the last thaw and upon removal of the needles from the lung, a very small amount of burned tissue was stuck to the needles. Case was completed with no apparent injury to the patient. Needles will be returned for investigation. Patient under conscious sedation.